Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited low impedance. The lead was retested and impedance results were the same. The lead was explanted and replaced successfully. No additional information was available.

Event description:
New information states the patient was fine post procedure.